Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 18mm in length, 2.75mm in diameter target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75x20mm promus element drug-eluting stent was advanced to treat the target lesion. However, during procedure, the stent was dislodged from the delivery system. The dislodged stent was directly removed together with the guiding from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The crimped stent was detached from balloon. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions with solidified contrast media evident inside the balloon chamber. Crimp markings were not evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. Residual solidified contrast media inside the balloon chamber suggests that the balloon received positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed, 18mm in length, 2.75mm in diameter target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75x20mm promus element drug-eluting stent was advanced to treat the target lesion. However, during procedure, the stent was dislodged from the delivery system. The dislodged stent was directly removed together with the guiding from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.